Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient experienced hypoperfusion following pre-dilation of the lesion with a firestar balloon. This is a (B)(6) male with medical history including history of angina, pci ((B)(6) 2009), unstable angina pectoris, hyperlipidemia, hypertension, emphysema, erectile dysfunction, gout, seasonal allergies, and smoking. At the time of the index procedure, angiography revealed stenosis of the mid lad and 2nd om. The indication for the procedure was unstable angina and acute coronary syndrome. The 2nd om had 90% stenosis and was a 21mm instent restenosis of a previously implanted non-cordis bare metal stent. The lesion was pre-dilated with a 2.25 x 20mm firestar rx balloon at 12atm (lot number of balloon unknown). The core angiographic lab reported that there was abrupt vessel closure following initial pre-dilation that improved with further dilation and stent deployment. A 2.25 x 23mm cypher rx was implanted at 12atm and post-dilated per standard procedure at 18atm. The mid lad lesion was de novo and 15mm in length with 75% stenosis. The lesion was pre-dilated with a 2.25 x 20mm balloon at 12atm and a 3.0 x 18mm cypher rx was implanted at 14atm. The stent was post-dilated with a 3.25 x 12mm balloon at 14atm. The patient was discharged the following day on dual anti-platelet therapy. The device was not returned for analysis. There is no sterile lot number information available, thus no DHR review could be performed. Hypoperfusion (no reflow) is a known potential adverse event associated with all balloon angioplasty and stent implantation procedures. This event is noted in the cypher IFU. Hypoperfusion can be associated with a combination of factors during an interventional procedure. The presence of debris from the target area, target area composition, prolonged manipulation of the target area, poor distal flow past the interventional equipment and target vessel spasm can all contribute to the formation of a hypoperfusion scenario. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information does not allow for an accurate assessment of the contributing factors in this case; however, vessel, lesion and procedural issues may have contributed.

Event description:
A patient experienced abrupt vessel closure following pre-dilation of the lesion with a firestar balloon. At the time of the index procedure, angiography revealed stenosis of the mid lad and 2nd om. The indication for the procedure was unstable angina and acute coronary syndrome. The 2nd om had 90% stenosis and was a 21mm in-stent restenosis of a previously implanted non-cordis bare metal stent. The lesion was pre-dilated with a 2.25 x 20mm firestar rx balloon at 12atm (lot number of balloon unknown). The core angiographic lab reported that there was abrupt vessel closure following initial pre-dilation that improved with further dilation and stent deployment. A 2.25 x 23mm cypher rx was implanted at 12atm and post-dilated per standard procedure at 18atm. The mid lad lesion was de novo and 15mm in length with 75% stenosis. The lesion was pre-dilated with a 2.25 x 20mm balloon at 12atm and a 3.0 x 18mm cypher rx was implanted at 14atm. The stent was post-dilated with a 3.25 x 12mm balloon at 14atm. The patient was discharged the following day. Approximately 19 months after the index procedure, the patient was seen at (B)(6) for a cardiac cath and was found to have new blockages in the proximal and distal rca, as well as the pda. The index stents in the mid lad and 2nd om were seen to be widely patent on angio. The new lesions were stented successfully, and the event resolved without sequelae. The event was noted as severe, but unrelated to the index procedure and implanted stents.